Event description:
The 3 lead pt cables used with the product are reportedly failing. No additional info regarding this allegation was reported. The allegation was not associated with a report involving pt use.